Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction which led to an infection occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient was prescribed fucidin antibiotic cream on (B)(6) 2019, three times a day for five days. A photo sent by the mother shows a small, red, inflamed area on the abdomen, slightly smaller than the child's belly button, with a small, raised, possibly pustular area in the center. At the time of the call the mother indicated that the area was feeling better and almost healed, with just a bit of remaining redness. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional patient or event information is available.